Event description:
It was reported that the user contacted support for guidance on changing only the insulin cartridge on an ilet system, declined changing all infusion supplies despite on-label instructions, and completed the cartridge change with agent guidance, after which insulin delivery resumed; the user reported a blood glucose of 199 mg/dl during the call and noted a recent meal as a possible contributor. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education with resumption of therapy and no hospitalization. Investigation included a guided review of cartridge change steps and confirmation of successful insulin delivery after the change. Investigation of this case revealed no device malfunction identified during the interaction and no hardware component issue observed, with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.